Event description:
It was reported that a home patient (hp) failed to follow therapy steps on the homechoice device, during initial drain. The hp was connected at the time of the event. The failure to follow therapy steps was further described as the patient using too many patient extension lines. During troubleshooting, it was noted that the hp had four extension lines connected instead of the recommended maximum of two extension lines. The technical service representative assisted the hp to end therapy and advised the hp to contact their nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Misuse of peritoneal dialysis device(s) is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that misuse can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.